Event description:
The nurse went to start the IV and removed the catheter from the protective packaging. When she attempted to remove the protective cap, the stylet was removed, leaving the catheter itself in the protective cap. Subsequent attempts to remove it revealed that over-sterilization apparently melted the catheter into the protective cap.